Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds leading to premature battery depletion of the implantable pulse generator (ipg). The rv lead was reprogrammed and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.